Event description:
It was reported that a minimum fill notification occurred during the load sequence after the customer filled the cartridge with approximately 250 units of insulin. There was no adverse impact to the customer's blood glucose level. The customer reloaded the cartridge to resolve the issue.